Event description:
Customer reported a button error on his insulin pump. The up and down buttons do not work. Customer's blood glucose is 190 mg/dl. The device was exposed to water. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, scratched reservoir tube window, and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).